Event description:
Complainant alleged that during functional testing, the device displayed a green check indicator with no power. The battery was replaced and the device did not perform a battery installation self test but displayed a green check indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The battery did not perform a battery installation self-test; however, still gave a green check without performing a self-test. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.